Manufacturer narrative:
One 72203854 suturefix ultra, anchor device returned. The complaint stated: "it was reported that during elbow ligament repair procedure, the anchor could not deploy properly, and it came out. Additional bone hole was prepped and backup anchor was implanted. No patient injury was reported." The entire device was returned. There were no absent components or pieces absent. The nose tube is not damaged. The inner shaft forks are intact. The suture and textile anchor was attached. The anchor was returned cinched. The sliding deployment ring had been activated prior. Smith & nephew suturefix anchors are intended for the reattachment of soft tissue to bone. Following IFU recommended prep is essential for successful anchoring and repair. Per IFU 10601059: "implantation of the suture anchor requires preparation of the insertion site. Predrilling with the appropriate smith & nephew drill bit is the preferred method of site preparation" recommendation for this product is a 1.7mm drill bit. This ensures proper hole depth is achieved which is critical for proper anchor seating. It was subsequently relayed that a 1.9mm drill of unknown origin was used for site prep. IFU also highlights several precautions that can affect successful fixation. "It is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of this device." No root cause related to the manufacture of this device was confirmed.

Event description:
It was reported that during elbow ligament repair procedure, the anchor could not deploy properly, and it came out. Additional bone hole was prepped and backup anchor was implanted. No patient injury and significant delay was reported. Back up was available.